Event description:
It was reported that the patient presented to an implant procedure. During the procedure, while attempting to position the right ventricular lead, the stylet would not advance into the lead. The lead was not used, and a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of the stylet could not insert was confirmed. As received, a complete lead was returned in one piece. X-ray examination of the lead found the inner coil was over torqued in the connector region consistent with procedural damage. The stylet could not be inserted due to the damage of the inner coil. The cause of the reported event was isolated to the inner coil over torqued in the connector region consistent with procedural damage.